Event description:
It was reported that the patient was bleeding from jugular catheter, pressure applied and doctor notified. Doctor in building and upon further investigation, the percutaneous catheter had broken apart at the connector end leaving catheter in jugular vein.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.